Manufacturer narrative:
Device evaluated by MFR.: the product was returned consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a kink at 1 cm from the tip. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location 1 cm from the tip, the hypotube was clearly broken open and completely separated. The device could not be functionally tested due to the extreme damage on the device. A pressure reading of 3.717 kpsi was reported before the console would stop the priming process and issue an under-pressure alarm.

Event description:
Reportable based on device analysis completed on 26-september-2022. It was reported that leakage of device occurred. The target lesion was located in the lower extremity veins. An angiojet zelante catheter was selected for venous thrombectomy procedure. However, during the procedure, it was observed the pump was leaking fluid. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, device analysis revealed a separated hypotube.